Event description:
Safety huber administration set was not able to lock out. There was no injury of any sort.

Manufacturer narrative:
Malfunction was an incomplete safety mechanism lockout. The device is expected, but has not been received by the MFR. Root cause analysis is pending. There was no injury of any sort.